Event description:
Customer reported that after red cell donation on an alyx collection system he falt bad with a headache and dizziness. The donation was uneventful with no instrument alarms. Customer reported that in january, 2005 customer had several incidents of passing our and falling. Customer suffered a broken foot and chipped tooth from falling. Customer was transported to a hosp for x-rays on their foot, an IV and vital signs monitoring. Customer returned to the hosp seventeen days later for testing.